Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact on the customer's blood glucose level as the caller declined to provide this information. Customer changed pump supplies and resumed insulin.